Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal hydromorphone (concentration 12.5mg/ml; dose 3.303mg/day) and bupivacaine (concentration 20mg/ml; dose 5.286mg/day) via an implantable infusion pump. Indication for use was non-malignant pain. Pump logs were provided that indicated a pump motor stall occurred on (B)(6) 2015 at 12:59 with motor stall recovery at 13:32. No patient symptoms were reported. The reason for the motor stall, diagnostics/troubleshooting, intervention, and outcome were not provided. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the cause of the motor stall was unknown.